Event description:
It was reported that the insulin pump alarmed, indicating a watchdog timeout, and had a blank display. The customer stated that she had received the alarm a few days prior, and again the day before the call, and she took the battery out again for 2 hours. When she reinserted the battery, the display went blank. She put in a fresh battery, but the insulin pump did not return to normal function. The customer declined troubleshooting for the blank display, as she kept receiving the watchdog timeout alarm. She declined any further troubleshoot assistance and requested replacement of the insulin pump. She did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.